Event description:
It was reported that the system 7 v-notch sagittal saw was allegedly leaking an unknown substance during testing or setup prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that the system 7 v-notch sagittal saw was allegedly leaking an unknown substance during testing or setup prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During the device evaluation, the reported event of leaking was not confirmed. No foreign material or evidence of leaking was found. The handpiece was returned to the customer.